Event description:
It was reported that the device's downstream occlusion (dso) seal was delaminated. There was no patient involvement.

Manufacturer narrative:
B3: january is the reported month of the event, but exact date not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a delaminated downstream occlusion (dso) seal. The dso seal was replaced. The dso and upstream occlusion sensors were calibrated. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.